Event description:
It was reported by the patient¿s mother that the patient¿s blood glucose level rose above 500 mg/dl while the pod was in use for an unknown duration. The adhesive had completely separated from the infusion site, causing the cannula to become dislodged. Insulin leakage was observed, and the event occurred while the patient was asleep. The patient has additional health conditions, including post traumatic stress disorder and autistic spectrum disorder. The patient¿s mother consulted a medical professional and administered insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_android omnipod software app version: 3.1.6 operating system: bp2a.250605.031.a3.a166usqs7czdg hardware: sm-a166u cgm sensor type: unknown please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.